Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the electrode returned, was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this electrode exhibited impedance issues and fracture. Subsequently, a revision procedure was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited impedance issues and fracture. Subsequently, a revision procedure was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.